Manufacturer narrative:
This event was reviewed by the abbott erosion board and confirmed that erosion occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 24 mm amplatzer septal occluder (aso) was successfully implanted. Seven hours post-implant, the patient developed syncope and a pericardial effusion was seen on tee. The patient underwent cardiac surgery and a non-coronary sinus erosion was seen. The aso was explanted, the aorta was sutured and the atrial septal defect was closed with a patch. The patient is reported to be stable.